Event description:
It was reported that the ventilator shut down twice with a reset error while connected to a patient. It is unknown if the ventilator audibly alarmed or if there was any patient harm when the reported problem occurred.